Event description:
First report from the user facility on smv form 94-000005: while scanning the pt in the morning of march 12- the collimator dislodged completely from the camera hitting the pt in the mouth. Pt was taken to the e.r. Per dr. For medical treatment. Three scans had been completed prior to incident which occurred at 11:20 am. 2nd report from the user facility on smv form 94-000005-while scanning the pt in am on march 12- collimator fell off camera hitting pt in the mouth. Four screws had been secured in morning with no resistance or presence of error. Three scans had been performed prior to incident at 11:20 am.-pt required med attention per dr. And taken to the e.r.